Event description:
The customer reported an issue with the accutorr plus, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the unit. Corrections included replacement of the unit's power supply and spo2 interface board. Unit was safety tested to factory's specifications.